Manufacturer narrative:
Device history: a review of the device history record showed the device had a manufacture date of 01mar2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause for the reported issue that a thermal event occurred on the left iui of the pcu was not determined because no product was returned. The reported issue that a thermal event occurred on the left iui of the pcu could not be confirmed; no product was returned for investigation. No further investigation of this event is possible at this time, and no patient harm was reported.

Event description:
It was reported that the patient called out because the pump was beeping. The rn entered the room and saw an error message was on the screen of pcu but not all of it was read. On the left side of the pcu where no channel was connected, a stream of smoke was coming from the iui. Small orange flames were seen very briefly as the smoke cleared. There was a strong burning smell in the room. The IV was disconnected immediately, the pump was unplugged and rolled out of the room. Hoa was notified, clinical engineering picked up the pump, ppd inspected the electrical outlet. Patient was moved to a different room while the inspection occurred and until room was deemed safe for the patient to return. A new IV pump was immediately delivered to the room so IV fluids could resume. No harm occurred to the patient or staff.

Manufacturer narrative:
The root cause of this failure was not identified.

Event description:
It was reported that the patient called out because the pump was beeping. The rn entered the room and saw an error message was on the screen of pcu but not all of it was read. On the left side of the pcu where no channel was connected, a stream of smoke was coming from the iui. Small orange flames were seen very briefly as the smoke cleared. There was a strong burning smell in the room. The IV was disconnected immediately, the pump was unplugged and rolled out of the room. Hoa was notified, clinical engineering picked up the pump, ppd inspected the electrical outlet. Patient was moved to a different room while the inspection occurred and until room was deemed safe for the patient to return. A new IV pump was immediately delivered to the room so IV fluids could resume. No harm occurred to the patient or staff.